Event description:
A report was received that the patient was having to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was explanted. The patient was implanted with a new ipg and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was explanted. The patient was implanted with a new ipg and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg battery has been depleting prematurely since the implant. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined.